Manufacturer narrative:
The investigation found that the root cause of the event is consistent with reagent handling issues and hardware maintenance. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for 3 patient samples on a cobas c 111 module. On (B)(6) 2022, sample 1 had an initial a1c result of 11.27%. A second sample was collected and the second sample's result was 5.46%. One of the samples was sent to another lab and the result was 5.3%. Clarification on if the first or second sample was sent to the other lab was requested but not provided. On (B)(6) 2022, sample 2 had an initial a1c result of 13.32%. The repeat result was 5.81%. The sample was sent to another lab and the second repeat result was 5.5%. On (B)(6) 2022, sample 3 had an initial a1c result of 14.08%. Calibration and qc were performed and the sample was repeated. The repeat result was 12.22%. The initial results were not reported outside of the laboratory. The reagent lot number is 66305801 and the expiration date is 31-jan-2024. Clarification on which sample the patient information is associated with was requested but not provided.

Manufacturer narrative:
The field application specialist performed an instrument check, cleaned and deproteinized the sample probe, and checked the reagent and hemolyzing diluent. The field service engineer changed a probe, a teflon seal, and performed an instrument check successfully. Calibration was performed using a new hemolyzing diluent and a new calibrator. Qc was run successfully. The qc data trace showed imprecision. The investigation is ongoing.